Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 1.0, lab: 2.6. Date: (B)(6) 2012, inratio2: 1.7, lab: 3.0. Pt's therapeutic range: 2.5-3.0 inr.

Manufacturer narrative:
Investigation pending.